Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the probable cause of the damage to the imaging unit was stress from use, external factors, and/or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the charged coupled device unit, foggy image occurred. Due to a cut on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. Switch 1 had a scratch. Switch 3 had a scratch. The forceps elevator, lock engagement lever had a scratch. The protector of the video cable section had a scratch. The video connector was deformed. Due to damage on the forceps elevator, lock engagement lever, the bending section could not be fixed firmly. The adhesive around objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a broken bending section cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit, foggy image occurred. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.